Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an unknown procedure, the physician took the pulse generator out of the pocket and it exhibited loss of output. The patient was externally paced. After the device was put back in the pocket and connected to the lead, normal function resumed. The device remained implanted.